Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The physician performed a lead integrity shock painless test to evaluate the lead. The results of the painless test confirmed that the shock impedances were gradually increasing and measured greater than 125 ohms. The physician suspected cause to be due to lead calcification. The physician performed a lead revision procedure, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.